Event description:
It was reported that there was damage to back of pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no further information was obtained, and no additional actions were documented.